Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact on the customer's blood glucose level. The issue resolved on its own with the same cartridge after troubleshooting was completed.